Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2024, the patient's spouse stated the cgm was providing glucose readings, however he could not confirm what the device was displaying and there were not finger sticks made for comparison. The spouse stated that the patient was getting "high glucose number" and by reviewing the patient's history during the time of the report, he thinks the cgm was displaying 214 mg/dl during the time of the event. The patient was delirious during the event and could not keep anything down and was vomiting uncontrollably. The spouse brought the patient to the hospital where the patient was in diabetic ketoacidosis. There was no additional information provided about the medical intervention or the treatment. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.